Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5 of 6. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. There was no obvious cause of the alarm. The hp would call the nurse regarding the air detect alarm. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved, but she did not remember the cause of the alarm. The hp stated that she did not have any ill effects following this alarm. Per hp, she did not notice any loose connections, disconnections, or defects on the supplies. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. Per home patient (hp), she did not notice any loose connections, disconnections or defects on the supplies. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).